Manufacturer narrative:
Device analysis can confirm the reported device failure. The problems experienced by the physician in inflating the balloon is consistent with a pinhole leak that existed in the balloon material. The leak was located over the center markerband. Microscopic examination of the balloon material and markerband could find no issues that could contribute to the pinhole leak. No restrictions or blockages were noted during the passage of liquid into the balloon. Therefore, this complaint is directly related to a pinhole leak and not an inflation problem. A review manufacturing record for this particular batch number shows that the device met its material, assembly, and product specifications at the time of its release to distribution. The most probable root cause of the pinhole leak could not be determined.

Event description:
Event determined to be reportable based on analysis completed in 2007. It was reported that during a percutaneous coronary interventional (pci) procedure, an inflation failure occurred. The 90% stenosed lesion was located in the severely calcified and severly tortuous left anterior descending (lad) artery. Upon attempting the initial inflation of the maverick2 15mm x 3.5mm balloon, the balloon failed to inflate. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good". Device analysis revealed a pinhole leak.